Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use and with a scope, it was found that the patient had ulcers and a cut 'pipe'.